Event description:
It was reported that when using the bd pyxis medstation system, drawer 4 failed and was unable to recover despite reseating the power cable. The customer reported that the user was prevented from accessing medication for a patient , but there was no medication delay since the user managed to obtain the medicines from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A technical support center specialist confirmed that issue was resolved by field service engineer. The system functioned as intended after the field service engineer troubleshooted the device.